Event description:
It was reported that while setting up for surgery, it was noted that the packaging of three blades were damaged. It was also reported that the blades were not used on a pt and the sterile area was not compromised. It was further reported that other blades were readily available and there were no delays as a result of this event.

Manufacturer narrative:
The three blades subject to this investigation were returned for eval. The mfg history records were reviewed, no issues were identified which may have contributed to this event. It was visually confirmed the packing material was brittle. The label for the devices has a symbol indicating "sterile only if package is unopened and undamaged". An alternative packaging material has been implemented to address this issue. The 3 blades subject to this event are as follows; part number: 2108-148-000, lot number: 08226017, quantity: 2. Part number: 2108-175-000. Lot number: 08227017, quantity: 1.